Event description:
Two types of amniotic membrane graft materials manufactured by the same company with similar packaging. Product # 1 amniograft cryopreserved human amniotic membrane for ocular use and product #2 neox 100 cryopreserved human amniotic membrane wound matrix for dermal use. According to the company representative the products are essentially the same products marketed for different indications, one for wound care the other for ocular use. One contains ciprofloxacin the other does not. Both products with amphotericin b. Both products package labeling and package insert are similar in appearance. The package inserts and the package labeling are unclear. The neox 100 product was used instead of the amniograft product, the patient underwent a second procedure to remove and replace the graft with the one that was explicitly labeled for ocular use. There was no harm to the patient.